Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed and duplicated the customer reported issue during functional check. This is a known issue which can be reference with CAPA ca-2017-0206 and scar ps-14-46. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela ventilator alarmed vent inop and motor fault when ventilator was powered on. The customer confirmed that there was no patient involvement associated with the reported event.